Manufacturer narrative:
Device history record: as the batch number is unknown, no batch record review can be performed. Summary of investigations: no device was returned preventing a thorough investigation. No pictures/videos/x-ray pictures of the complaint sample/observed defect were transmitted. Analysis of information received: the event occurred after around 3 months of implantation. Complaints database review: the complaint data base was verified: no increasing trend for this type of incident has been highlighted. Root cause: without the complaint sample / the x-ray pictures for investigation and the batch number, no thorough investigation is possible and we cannot conclude on the real cause of the incident. Vein thrombosis is a known complication of the access port implantation, considered in the IFU. Several factors could be at the origin of thrombosis: trauma to the vein, catheter tip placed too high in the svc, patient hyper-coagulability, vein diameter too small compared to the catheter diameter (child, teenager...) Patient treatment. Conclusion no thorough investigation can be performed without the concerned sample/conclusive picture-video/x-ray picture, preventing the determination of the root cause of the met defect. Also, no batch number has been identified. Vein thrombosis is a known complication of the access port implantation, considered in the IFU. This is a very rare incident (0.0008%). No corrective action is envisaged.

Event description:
Focal partial thrombosis at the port catheter with resulting stenosis of at least 75% (radiological findings). Significant swelling of the left arm.